Manufacturer narrative:
(B)(4) date sent: 1/12/2026 d4 batch #: 362d05. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what is meant by "glc100 failed to fire"? How was the initial surgical procedure completed? " anastomosis failed" was this identified intra operatively or post operatively? What was identified during 2nd procedure? How was the issue addressed? Please provide a full timeline of events. Does the surgeon believe that the post operative complication were associated with intra operative complications? If yes, why? Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was received with no apparent damage with the knob not at home position and with a glcr100b reload loaded in the device. The reload had the proximal 9 drivers up with one protruding staple and 1 unformed staple on the deck, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. The reload was reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 362d05, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a anastomosis the device failed to fire. Had to open a second device during surgery. Anastomosis failed, patient had to come back for second surgery and was very unwell.

Manufacturer narrative:
(B)(4). Date sent: 2/4/2026. D4: batch # 362d05. Investigation summary. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the glc100 device was received with no apparent damage with the knob not at home position and with a glcr100b reload loaded in the device. The reload had the proximal 9 drivers up with one protruding staple and 1 unformed staple on the deck, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. The reload was reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review. A manufacturing record evaluation was performed for the finished device batch number 362d05, and no non-conformances were identified. Additional information was requested and the following was obtained: what is meant by "glc100 failed to fire"? The glc device failed to complete firing correctly. How was the initial surgical procedure completed? The initial procedure was completed. " anastomosis failed" was this identified intra operatively or post operatively? This was identified post op when patient started to decline and become very unwell prompting an urgent second surgery which then identified the anastomosis had failed due to an anastomosis leak. What was identified during 2nd procedure? Blood leaking/ infection how was the issue addressed? Repaired the connection. Please provide a full timeline of events. Does the surgeon believe that the post operative complication were associated with intra operative complications? No.